Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was functionally undersensing atrial tachycardia/atrial fibrillation (at/af) due to events falling into blanking period. The ipg remains in use. It was also reported that the right ventricular (rv) lead exhibited one beat of ventricular non-capture. The lead remains in use. No patient complications have been reported as a result of this event.